Event description:
It was reported that the pulse generators¿ functional non-capture algorithm may be causing atrial fibrillation in patients. Specific patient information is documented as unknown.

Manufacturer narrative:
Further information was requested, but not yet available.